Manufacturer narrative:
Batch review performed on 16-04-2025: lot 2318113: (B)(4) items manufactured and released on 08-11-2023. Expiration date: 2028-10-18. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Additional devices involved batch reviews performed on 16-04-2025: gmk-revision 02.07.0683r revision fixed tibial tray cemented size 3 r (k123721) lot 2336251: 23 items manufactured and released on 29-01-2024. Expiration date: 2029-01-13. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Gmk-revision 02.07.0312scf fixed tibial insert sc size 3/12mm (k103170) lot 2342620: (B)(4) items manufactured and released on 29-02-2024. Expiration date: 2029-01-14. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Gmk-revision 02.07.fcl18065 extension stem - fluted ø 18 l 65 (k120790) lot 2335705: (B)(4) items manufactured and released on 28-11-2023. Expiration date: 2028-11-12. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Gmk-revision 02.07.2403r femur revision ps size 3 r (k102437) lot 2342499: (B)(4) items manufactured and released on 04-03-2024. Expiration date: 2029-02-14. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Gmk-revision 02.07.0003 offset connector 3 mm (k102437) lot 2347061: (B)(4) items manufactured and released on 01-03-2024. Expiration date: 2029-02-18. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. Clinical evaluation performed clinical affairs department: 1 year after a difficult tka revision, the knee gets infected and the components need revision. Secondary postoperative infections are a known possible adverse event after tka, and in revision cases the occurrence is higher. No reason to suspect a malfunctioning device at the origin of this adverse event. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 11 months from primary the patient was revised due to infection. All devices explanted and surgery completed successfully.